Event description:
It was reported that the customer was hospitalized for dka. The cause of their admission was unknown. The pump was not available for testing at the time of call. It was mentioned that the reservoir was empty when the customer was admitted. A few days later the customer called back to troubleshoot the pump. The pump passed functional testing. Explained the two high bg rule. Instructed to monitor the pump and their bgs.